Event description:
It was reported that: "the surgeon did not like the rotation of the tibia so he revised with a new tibia."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information including (x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.